Event description:
It was reported by medwatch (3902670000-2012-8009) that the ez glide aortic cannula had a crack at the connector. "It was noted by the surgeon while going on cardiopulmonary by pass, a small crack along the seam on the aortic cannula connector. The surgeon placed bone wax across crack to seal the leak. No further leaking occurred from the cannula connector." The occurrence date is (B)(6) 2012, submission of medwatch is (B)(4) 2012. No patient injury was stated.

Manufacturer narrative:
Device unavailable for investigation. Compliant information received by medwatch: 3092670000-2012-8009. Product stated to be available for evaluation. Unable to get in contact with initial reporter for device return. At this time unable to perform investigation into root cause. Investigation to be performed if device is returned from the customer. The product was not returned and the root cause could not be determined for this event. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Additional information: medwatch submitted by hospital: (B)(4). The device was initially believe to be available for return. There have been numerous attempts made for the return of the product. The reported defect could not be confirmed as the evaluation could not be completed. If the device becomes available, an investigation into the root cause will be performed. No corrective action will be taken at this time. A review of manufacturing records showed no non-conformances associated with this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.